Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing urine splatter during use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported the urine tubes were not drawing up urine. Urine tubes not drawing up urine and draw straw broke. During use 2 rns were unable to draw up the urine into the uc tube and ua tube. Also noted that the draw straw broke during use.